Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
"Our sales rep, (B)(6), reports that he observed a surgery and noticed that the right pin broke of when the cutting block was removed. He reports further that although the pin stuck in the bone, it could be easily removed."